Manufacturer narrative:
(B)(4). The service engineer (se) verified the event and replaced the power supply. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was found during service that the 840 ventilator went into battery operation, the power supply fuse was triggered and could not be reset. Although requested, patient involvement is unknown.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.